Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer had infusion set failure and bent cannula. It was reported that the customer's blood glucose levels had gone up to 445mg/dl. It was reported that the customer changed infusion sets and it had been no higher than 496mg/dl. The customer treated the highs with manual injection. The caller declined to troubleshoot for the bent cannula and high blood glucose levels. No further assistance needed at this time.